Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the device syringe. The following information was provided by the initial reporter " there seems to be debris in the syringes and we currently have 309bx in our warehouse."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the device syringe. The following information was provided by the initial reporter " there seems to be debris in the syringes and we currently have 309bx in our warehouse."